Event description:
The customer reported that the display is very dark and cannot see the characters on the screen..the customer reported that the unit was in use on patient, but there was no patient harm reported.